Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Related manufacturer report numbers: 2938836-2014-06541 and 2938836-2017-20425. It was reported that there were episodes of noise and oversensing on the right ventricular (rv) channel. The device interpreted the noise and oversensing as a ventricular fibrillation episode; however, no therapy was delivered. During an in clinic-follow up, x-ray was performed which confirmed externalized conductors on the rv lead. The rv lead was capped and replaced and the patient was stable.